Event description:
A (B)(6) customer received a blood glucose reading of >6.0g/l on the contour next link, retested on a different meter and received 1.76g/l. On (B)(6) 2015 he received a reading of 4.88g/l on the contour next link, retested on another meter and received 1.95g/l. The differences between the readings fell in the "c" zone of the consensus error grid, making the differences clinically significant. There was no allegation of an adverse event. The test strips were expected to be returned for evaluation. Replacement product was sent to the customer.

Manufacturer narrative:
In some countries outside the us, customer information is not provided due to privacy laws. The model# was not provided.

Manufacturer narrative:
Corrections: the name of the meter in description of event or problem, should be contour next link 2.4. The product does not have 510(k)#. It is awaiting PMA.

Manufacturer narrative:
The returned strips were evaluated. They gave an ave of 201mg/dl high out of spec. With control, and an ave of 131mg/dl high out of spec with blood. Retention reagent gave satisfactory performance.